Manufacturer narrative:
(B)(4). Device passed rewind test, displacement test and unexpected restart alarm test. No unexpected restart alarm anomalies noted. No unexpected rewind anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had unexpected restart. The customer's blood glucose level was unknown. The customer reported that the alarm occurred for 5-6 times. The customer was able to clear the alarm but was not able to rewind the insulin pump. The insulin pump will be returned for analysis.